Event description:
A false high advia centaur xp vitamin d result was obtained on a patient sample. The results were discordant with three alternate methods. A second sample was tested and the result was high. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the vitamin d discordant results.

Manufacturer narrative:
The cause for the discordant vitamin d total results is unknown. The patient sample has been requested for further testing. The instrument is performing within specification. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00098 on april 24, 2014.06/10/2014 additional information:the customer sent one patient sample to siemens healthcare diagnostics for further testing and investigation. The patient sample was treated with the heterophilic blocking tube (hbt). The result was 67.73 ng/ml. Dilutions were performed on the patient sample. Vitamin d sample dilution results:dilution dose observed dose theoretical % recoverylown 15.7 15.7 1001:2 - 216.5 n/a1:4 108.3 116.1 107%1:8 49.4 65.9 133%1:16 32.0 40.8 127%1:32 22.8 28.3 124%based on the data above, the cause for the high result appears to be a sample specific issue, such as some unidentified interference. The IFU states in the limitations section:"heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications. No further evaluation of the device is required.